Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe since it is not related to the device. Crease / folding of implant: observed. Anxiety - product/ procedure: unable to observe since it is not related to the device. Use error: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "due to increased risk of bia-alcl, inner quadrant, implant is folding inside breast". Healthcare professional later reported capsular contracture, baker grade IV on an unknown side and exchange of textured device due to patient's concern with product. Device implanted passed expiry date. Device has been explanted.

Manufacturer narrative:
Clarification to b5 description of event, d6a implant date, and h6 adverse event problem: the initial medwatch reported a2301 device handling problem for the event of the device being implanted in (B)(6) 2017 -- after its expiration date of 27/mar/2011. The patient has a different physician now who reported a different partial implant date of "~18 years ago", which would align with the manufacturing/expiration dates. Due to the information being vague and two different healthcare professionals reporting different partial implant dates, it has been removed from the record and a2301 device handling problem will be un-reported. Additional, changed, and/or corrected data: b5, d6a, h11.

Event description:
Healthcare professional reported right side increased risk of bia-alcl, implant is folding inside breast, and device was implanted after expiry date. The event of implanting after expiration date was proven not to have occurred. Healthcare professional later reported capsular contracture, baker grade IV and exchange of textured device due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported, right side increased risk of bia-alcl. Implant is folding inside breast. And device was implanted, after expiry date. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV on an unknown side and exchange of textured device due to patient's concern with product. Device has been explanted.